Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 588 mg/dl. The customer treated his high's with manual injection and water. The customer states had a crack inside of the screen and he cannot see anything clearly in the screen he sees lines and a white screen and a black dot on the bottom of the screen. Troubleshooting was performed for damage and noticed crack inside of the screen. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with a non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Pump also received with missing retainer, missing reservoir tune o-ring, missing serial number label, cracked select button keypad overlay, scratched case, pillowing keypad overlay, and minor scratched lcd window.